Event description:
Patient reported the battery does not hold a charge longer than 4-5 days. Patient stated she changes the battery often. Patient reported she does not always receive an error or alert message indicating the end of life battery message. Patient stated the infusion device just switches off. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.